Manufacturer narrative:
Additional information was received on june 12, 2015. After a review of the returned product and a detailed batch review no discrepancies were discovered. There is not enough to concluded the product did not meet specification nor perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required adn the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on july 02, 2015.

Event description:
It was reported by end user that the pouch makes a vacuum effect and the urine does not drain into the pouch.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was used by an end user, however, there was no report of injury to the pt. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.